Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer rate was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the front panel membrane was returned. However, the customer report could not be investigated without the original control board being returned for evaluation. The customer indicated there was a crack on a potentiometer located on the control board and after the control board was replaced the customer's report was resolved. This report was closed as customer tampering prevented component root cause evaluation. Analysis of reports of this type has not identified an increase in trend.